Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge during the load sequence and tubing fill. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl or read ¿high¿ on the cgm. The issue was resolved earlier in the day when the caller changed the cartridge and resumed insulin.